Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the davol mesh may have caused or contributed to the events as alleged. Follow up was performed and confirmed no additional information is known or available at this time. At this time, no conclusion can be made. The product identifiers could not be provided, as such this complaint is documented as a flat mesh. Without product identifiers, a review of the manufacturing records cannot be conducted. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via the (B)(6): following implant, "the skin appears itchy and red." Besides the itchy red skin the patient was not injured and there was no additional surgical intervention performed, nor was the patient treated with drug therapy.